Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit

Event description:
Consumer was using the gum deep clean toothbrush and the bristles fell from the brush in the patients mouth.